Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle with reported issue device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was performed with two prostyle devices using the pre-close technique via a 10f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a foot break was noted by the nurse after the prostyle body was removed by the physician with both devices. Fluoroscopy was performed; however, the location of the feet was unknown. Hemostasis was achieved with the pre-placed prostyle sutures post procedure. The patient was reported to be okay post procedure and there was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot number, expiration date h4: manufacturing date.